Event description:
Writer and second rn were in patient room to hang new dose of high dose cytarabine and pump would not communicate order to pump after multiple attempts. Writer and other nurse had to manually program in hd cytarabine infusion.

Event description:
Writer and second rn were in patient room to hang new dose of high dose cytarabine and pump would not communicate order to pump after multiple attempts. Writer and other nurse had to manually program in hd cytarabine infusion.